Manufacturer narrative:
(B)(4). The patient was born in 1980. The patient was diagnosed with peritonitis on an unknown date. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique, infection shock and subsequently passed away coincident with peritoneal dialysis (pd) therapy. The cause of the break in aseptic technique was further reported as poor environment around the house. Treatment for the event of peritonitis was not reported. Subsequently, the patient passed away. The cause of the patient¿s death was infection shock. The patient was not hospitalized for these reported events. Treatment for the event of infection shock was not reported. The patient was performing continuous ambulatory peritoneal dialysis therapy until the time of death; however, it was not reported if they were connected when they passed away. It was not reported if the patient recovered from the event of peritonitis prior to death. It was not reported if an autopsy was performed. Additional information was requested, but is not available.